Event description:
Rptr experienced fibrosis, severe chest pain, left arm numbness, aching joints, excessive tiredness, headaches, capsular contracture, arthritis symptoms, joint swelling and pain, hardening of skin around implants, muscle fatigue, swelling of fingers and hands, thick skin, tender, cold, hard and sensitive breasts, trouble sleeping, depression, numbness and tingling, swollen glands in groin and neck, hair loss, coldness and pain in extremities, asymmetry, visible implant wrinkles, self consciousness of appearance, severe arm pain, mental anguish and in cold weather implants become extremely cold.